Event description:
It was reported there was a serious programmer error that displayed on the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer displayed a system error upon boot up. Programmer went into a continuous loop when initial electrical testing was attempted. Power cord bay door has a broken latch. Programmer hinge plate has one missing screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.